Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a return of symptoms the day prior and he believed the ins had turned off on its own. Further information is being requested at this time.